Event description:
It was reported that the patient had an infection. The defibrillator and lead were explanted. After a few weeks, a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.